Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in ICU/neonatology service, the swg broke when inserting it into the patient's subclavian vein. The physician was able to recover the pieces before they entered the patient's central circulation. Limited information was submitted.